Event description:
This lv lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2018 due to infection. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).